Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.

Event description:
The event is reported as: complaint alleges: incoming inspection alleged issue: "package torn." No patient injury reported.